Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 480 mg/dl, abdominal pain and vomiting. Prior to the event, the customer changed the infusion set, but her blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. The mother also stated that the insulin pump had a crack on the casing. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test including the prime, displacement, occlusion and excessive no delivery alarm tests. The insulin pump had a crack on the display and reservoir windows. The insulin pump was also received with intermittent motor error alarms during the rewind due to a cracked motor flex cable.